Manufacturer narrative:
The reported event of premature discharge of battery was confirmed. Device was cut open to enable further testing and battery was found depleted. Analysis performed after replacing power supply found high current drain. Capacitor leakage test was performed, and high current was noted on capacitor. Assessment of total projected longevity was performed, and premature battery depletion was noted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for a follow-up on (B)(6) 2021. During interrogation of the pacemaker, it was noted that pacemaker was at elective replacement indicator level. Patient had previously presented to the hospital for a device check on (B)(6) 2020 and (B)(6) 2020 where the pacemaker still had considerable longevity of battery life. The physician suggested there was rapid battery depletion. The pacemaker was explanted and replaced on (B)(6) 2021. The patient was in stable condition throughout.